Event description:
A minimum fill notification was reported, indicating a potential issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially attempted to resolve the issue by loading a new cartridge, which did not succeed with the first attempt, but a second attempt using a new cartridge was successful. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area, ultimately guiding them through the correct loading procedure, which resolved the issue.